Manufacturer narrative:
Device not yet received for evaluation. Follow-up MDR will be submitted once evaluation has been completed.

Event description:
Approximately 7 minutes into second freeze, it was observed that the probe marked as "number 4"(lot#17658) had developed frost along the entire needle shaft. Probe 4 was immediately turned off by technician and physician was notified. Physician assessed the probe insertion site and determined no immediate harm was detected. Procedure was continued with probe number 4 turned off for the remaining three minutes of the freeze. No other events noted.

Manufacturer narrative:
Probe received in house. Evaluation confirmed the reported issue of shaft frosting. Investigation determined the cause of the frosting to be a failed vacuum sleeve.